Manufacturer narrative:
No unexpected button error alarms noted. No button response on the act button due to corroded keypad traces. The pump was unable to perform the displacement test due to the unresponsive keypad. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
A nurse called in for the customer to report a button error alarm. The customer's blood glucose level was unknown. The product will be replaced. No further details were provided.